Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the unintended movement of the clip delivery system . It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 3. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium (la). When adding plus to the sgc, it was noted that the septum enlarged which caused a lack of height. The clip suddenly moved into the left ventricle. The clip was able to be implanted, reducing the mr to <1. After the devices were removed, shunting was noted. A closure device was used for treatment of the atrial septal defect (asd). Five hours after the procedure accumulation of fluid was observed in the patients right foot and vein thrombosis was observed. Heparin was given and the thrombus was successfully aspirated. It is the physicians opinion the patient had a previous vein stenosis in the right leg and due to manual compression of the vein for hemostasis, low blood flow caused thrombus at the stenosis in the right leg. The vein thrombosis is not related to the mitraclip system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported difficulty positioning the device appears to be related to user technique/procedural conditions as the enlarged septum resulted in lack of height when adding the plus to the steerable guide catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.